Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon has informed depuy that a revision had taken place (B)(6) -patient had revision due to grade 4 degenerative changes in an unresurfaced compartment either not seen @ index operation or progressed (B)(6), resulting in pain and therefore needs surgery.

Manufacturer narrative:
The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event: however it was confirmed that the reported sizes of the tibial tray and insert were not used as intended. The reported sz 4 tray should be used with a standard + or large insert and not with the reported large + insert. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.